Event description:
Customer reports an overinfusion of meperidine. The intended dose was meperidine 250 mg in 25 ml, 20 mg bolus, 10 mg every 6 minutes with 150 mg maximum and a 2 hour lock out. While programming, the nurse reports she bypassed an alert indicating the order exceeded the guardrails limit. The patient received the initial bolus of 20 mg, and then en route to the floor from the pacu, the nurse suggested the patient deliver another pca dose. As the patient delivered the dose, the gurney went over a bump entering the elevator and it was reported that the pca delivered a dose of 100 mg instead of the intended 10 mg. The patient became unresponsive with depressed respirations, spo2 values of 67 - 85% and the rapid response team was called. The patient received multiple doses of narcan (amount unknown) and was transferred to the sub acute care unit. No additional medical intervention required and the patient recovered without ill effects. The pcu and pca devices were received for evaluation. Review of the device logs showed the overinfusion was a result of user programming. In 2008 at 17:38 pm, the user programmed the pca to infuse meperidine (drug ID 49) in a bd 30 ml syringe with 250 mg in 25 ml, dose 100 mg with a 6 minute lockout, maximum dose 150 mg/2 hr and a loading dose of 20 mg.

Manufacturer narrative:
The pca device and associated pcu were inspected and tested. No external or internal anomalies were noted on visual exam. Pca rate accuracy test results fell within specifications of +/- 2% at -1.625% for a loading dose of 2 ml and -1.46% for a maintenance dose of 1 ml. The pcu was tested for keypad operation to ensure proper functionality and it performed within specifications. The pcu and pca passed all functional tests performed. Manufacturer's report date: 07/16/2008. Patient information requested and all available information is included in sections a and b. This report was filed by the MFR.